Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This may include excessive force, misaligned insertion, and/or prying or levering of the device, which ultimately resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/22/2025, a sales representative reported via sems-06983950 that an ar-8737-37 driver shaft, and (3) ar-8741-42 4.0 mm beveled ft drivers broke. This occurred during a mis bunion procedure. There was no additional information provided, and additional information has been requested.